Event description:
The physician placed a wilson-cook 12cm esophageal z-stent with dua anti-reflux valve to maintain patency of a 10cm esophageal stricture. Immediately after placement, the stent migrated an estimated 1cm-1.5cm. The stent was repositioned with grasping forceps. An injury to the pt was not reported. Co was unable to confirm the report as it was described because the affected device was not returned to wilson-cook for eval. After a review of the device history record for this device, co can report that no discrepancies or anomalies were observed. Co was unable to conduct a sample test from this lot because the devices were previously distributed.